Event description:
The doctor reported the implant was removed due to abutment screw fracture within 6 years and 8 months after implant placement. Bone quality was type I. Oral hygiene around implant site was good. No significant finding was observed during the implant removal surgery. The patient will need another surgical intervention.